Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during filter placement the filter legs did not expand and even after re-collapsed and repositioned it still did not expand (B)(4)therefore, the filter was removed, but during removal it was caught on the sheath and detached from the jugular introducer inside the sheath (B)(4) sheath with filter and introducer was removed and the procedure was successfully completed with another tulip filter. The filter and the introducer sheath with the jugular introducer inside were returned. The filter was fully expanded and an analysis found it according to specifications with specified diagonal distances between primary filter legs as well as specified dimensions of the filter hook. In the sheath some indentations were noted in the most distal tip and were likely caused by primary filter legs, which reportedly were ¿caught on the sheath¿ during attempts to fully collapse the filter for repositioning. On the jugular introducer the red safety button was not pressed down, i.e. The system was still locked. The grasping hook had straightened, but was still able to catch and hold on to the filter. However, the filter did release, when the protection sheath was advanced to cover the filter. Based on the information provided the exact reason why the filter detached inside the sheath cannot be determined, but the straightened grasping hook and the indentations in the sheath tip may suggest that the device was exposed to manipulation beyond its intended strength during attempts to reposition the non-expanded filter. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformance's were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the sheath was inserted from the jugular vein. When the physician attempted to place the filter, the filter was pushed out inadvertently. The filter legs appeared not to be expanding as intended, which was likely that the filter migrated into another vessel. Therefore, the filter was re-collapsed into the sheath by advancing the sheath over the filter, and the sheath with the filter inside was withdrawn to the user¿s side slightly to adjust the position, then the filter was exposed outside the sheath by withdrawing the sheath. However, because the filter did not expand again, the user decided to remove only the filter. During an attempt of removal of the filter, the filter legs were caught on the sheath which made the filter detached from the filter catheter inside the sheath. The physician removed the sheath with the filter stuck inside and changed the device with another gunther. The procedure was completed with the replacement gunther successfully. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k172557. Investigation is still in progress.